Manufacturer narrative:
Device evaluation: the device was returned and evaluated on 06 november 2019 with a cross functional engineering team. A visual inspection showed no external damage contributing to the root cause. Significant biological material was present throughout the device. A visual inspection of the internal handle halves showed no damage contributing to the root cause. During an x-ray examination of the device's shaft on 11 november 2019, it was confirmed that the lead still remained within the device. The team determined the inner tri-coils within the device shaft were herniated and the lead was present within the device, in the same area as the herniation. Herniation occurs when excessive pushing and/or pulling forces are applied to the inner shaft of the device. The team was unable to determine how or when the device'' inner shaft became herniated. It cannot be determined what caused the lead to become stuck in the device.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics tightrail rotating dilator sheath was in use. During the procedure, the lead became stuck inside the tightrail device while the lead was still implanted within the patient. The tightrail could not be removed off the lead. Eventually, the lead released and the tightrail and the lead were removed together. No patient injury occurred. This report is being submitted due to the potential for serious injury if this event were to recur.